Event description:
On (B)(6) 2009 the pt reported that as he primed the infusion tubing, he noticed insulin leaking at the connection. He changed the infusion tubing and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion tubing was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.